Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak in bending section a-rubber ,hole/cut was observed. The insertion tube was noted to be dented. The bending section a-rubber adhesive was noted to be peeled off, detached. Additionally, evaluation found the distal end c-cover was broken, with partial crack and missing, the adhesive was missing, detached. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported " failed leak test " . The issue was found during an unknown event. Event date was not provided. There was no patient involvement in this reported event. Device inspection found the device distal end c cover was damaged, partially cracked, partial parts missing, adhesive detached.